Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead exhibited high thresholds and high impedance during the implant procedure. The lead was removed and replaced. No patient complications have been reported as a result of this event.